Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, concomitant products, h3, h6 device component code.

Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the biomedical technician (bmt) confirmed an internal dialyzer blood leak occurred thirty minutes after initiation of hemodialysis treatment. A non-fresenius hemodialysis machine and bloodlines were being utilized for the treatment. Blood test strips were not used and the blood leak was visually observed at the top of the dialyzer. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was one unit of blood (450ml). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints both address internal blood leaks (no samples). An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the biomedical technician (bmt) confirmed an internal dialyzer blood leak occurred thirty minutes after initiation of hemodialysis treatment. A non-fresenius hemodialysis machine and bloodlines were being utilized for the treatment. Blood test strips were not used and the blood leak was visually observed at the top of the dialyzer. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was one unit of blood (450ml). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.